Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen activated without user interaction and cancelled bolus delivery. Customer¿s blood glucose level was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.